Event description:
The customer reported oil mist haze was coming from the unit. It had a burning smell and they noticed oil on the fan located on the back panel of the sterrad. The haze filled the room. This has been intermittent for the past 2 weeks. During certain stages of the cycle, when the vacuum pump was activated, they noticed the haze. There were no cancellations. The customer reported three employees having experienced symptoms. The employees did not go to the emergency room. They chose to wear face masks instead. The second of the three employees experienced throat irritation, slight headache, gagging and eye irritation. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other - capital equipment, evaluated at customer site. The fse replaced the vacuum pump assembly due to oil caps leaking oil mist. The fse replaced the vacuum pump exhaust filter assembly. The fse replaced the oil return valve. The fse performed vacuum subsystem test procedure, and performed temperature verification procedure. The fse ran an empty chamber test cycle. System meets all manufacture specifications. Reference: MDR 2084725-2008-00689 and MDR 2084725-2008-00691.